Event description:
The manufacturer received information alleging a chip was blown on pcb occurred on a ds2 adv auto CPAP. The device was not in use on a patient at the time of the occurrence. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found burned pca. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.